Manufacturer narrative:
(B)(4). UDI # (B)(4). Complaint was confirmed. Visual examination of the returned product identified the locking bar to have damages such as scratches, nicks, gouges and wear marks. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The examined locking bar contact marks and deformations are consistent with the bars not being fully engaged with the tibial tray lugs however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: vgxp intlk femoral lt 67.5, catalog # 195923, lot # 050470; vgxp tib locking bar g2 69-75, catalog # 195763, lot # 578820; vgxp xp e1 tib brg lm 9x71, catalog # 195884, lot # 056680; series a 3 peg std 34x8.5 ,catalog # 184766, lot # 040710. Foreign - (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a total knee arthroplasty. Subsequently, approximately five months after the primary operation, the locking bar backed out. No revision procedure has been reported to date.